Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of greater than 600 (mg/dl). Reportedly, the customer's health care provider believed that the pump was not delivering insulin. While in the hospital, customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2016. Customer reverted to insulin injections for diabetes management.